Manufacturer narrative:
Additional information: procedure notes were received. The 6fr non-medtronic sheath along with a spiderfx and a 0.035 guidewire were used for the procedure. The lesion under treatment was in the ostium of the sfa and common femoral artery. The hawkone made several passes in the mid-segment, significant atheroma was removed. The device malfunctioned as it stopped packing and was removed from the patient. A second device was used and advanced to the distal segment. It was reported the physician encountered difficulty removing the device resulting in the tip detaching. The tip remained on the wire. The device was removed from the patient, intact, using a snare. A non-medtronic stent was placed in the mid to distal sfa. The procedure was completed with dcb balloon angioplasty. The physician was satisfied with the flow results. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the detached portion from the second device used was removed from the patient, intact, using a snare. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was received inside a biohazard bag. Within the bag, the distal tip was contained within a smaller, separate bag. No ancillary device or images were returned. The device was removed from the return packaging and was visually inspected. The hawkone was connected to the cutter driver. A bend was noted in the shaft under the strain relief. Biological debris was noted throughout the distal assembly. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. A curve was noted from distal end of the housing assembly to the end of the rotating distal tip. The inner housing coils were protruding out from the proximal end of the housing. The cutter remained attached to the drive shaft. The cutter was advanced approximately 0.5cm distal from the cutter window. Suspected pet was observed wrapped around the proximal end of the cutter head. Microscopic examination of the guidewire lumen revealed from the proximal end of the housing to the rotating distal tip. The proximal end of the rotating distal tip was torn and pulled distal however, the remainder of the tip lumen remained intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone h1-m device to treat a severely calcified lesion. The IFU was followed during preparation, procedure and post procedure. A 6fr sheath was used for the procedure. It was reported that there was resistance felt during advancement and that the tip detached. The procedure was completed to the satisfaction of the physician. No patient injury was reported.